Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of unintentional removal of the peg tube. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement peg kit was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, on (B)(6) 2014, the patient completely pulled the peg tube out of body making it impossible to administer treatment. On (B)(6) 2014, the patient experienced stiffness and tremor and was given one apokinon 5iu injection. There was also gastric fluid discharge and raw flesh at the stoma site. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive initial placement peg kit was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, on (B)(6) 2014, the patient completely pulled the peg tube out of body making it impossible to administer treatment. On (B)(6) 2014, the patient experienced stiffness and tremor and was given one apokinon 5iu injection. There was also gastric fluid discharge and raw flesh at the stoma site. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on december 19, 2014: the peg tube was replaced.

Event description:
It was reported to boston scientific corporation that an endovive initial placement peg kit was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, on (B)(6) 2014, the patient completely pulled the peg tube out of body making it impossible to administer treatment. On (B)(6) 2014, the patient experienced stiffness and tremor and was given one apokinon 5iu injection. There was also gastric fluid discharge and raw flesh at the stoma site. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.